Event description:
It was reported that during a procedure on (B)(6) 2011, the tip of a juggerknot 1.4mm short drill fractured and was retained in the patient's bone. Another drill bit was available to complete the procedure.

Manufacturer narrative:
The drill bit fractured approximately 5mm from the distal tip, nearly perpendicular to the longitudinal axis. It appears the distal end has been deformed with a clockwise twist prior to breaking. This may have occurred if the tip was held stationary while the proximal end was torque during drilling a hole. The fracture surface has an unknown light colored residue. A possible fracture origin is suggested by a fracture artifact. The cause of the fracture appears to have been a torsional overload. The failure does not appear to have been caused by drilling through bone. The returned part suggests that contact with materials harder than bone many have been encountered. The device may have been misused or misaligned during bone site preparation. Insufficient information is available to determine the root cause.